Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed a fragment of the blister from packaging was broken. Fragment remained inside packaging; no other foreign substance was detected. Given the very low number of non-conforming products in relation to the total volume of packaged units, a systematic root cause can be ruled out. Since the production took place three years ago, it is reasonable to assume that this is an isolated case, as similar defects would likely have been identified earlier. To determine the cause of this defect, several hypotheses related to the production and packaging process were developed. The following hypotheses were considered: hypothesis 1: the opening in the blister was created during the thermoforming process. Hypothesis 2: the blister was damaged by an external force (e.g., impact, cutting edge), resulting in an opening or material break-out. Hypothesis 3: the screw pierced the blister at low temperatures, possibly due to an impact or strong shaking. Various tests were conducted for each hypothesis. All tests were negative; the defect could not be reproduced. The investigation confirmed that this case involves a fracture surface on the blister, not a thinning of the blister material. In addition, the documentation for cp production order 02092436 and blister production order 02044363 was reviewed, and no irregularities were found. It cannot be confirmed that the defect was caused by früh verpackungstechnik. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pelviccortscr ã¸3.5 self-tap l80 hh2.75 s would have contributed to the complained device issue. Based on the investigation findings, potential cause can not be established. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 204.680s. Lot: 105l556. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 10 nov 2022. Expiration date: 01 nov 2032. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device was inside its sealed packaging. A fragment of the blister from packaging was broken and screw was mispositioned. Broken ragment remained inside packaging; no other foreign substance was detected. Note: following investigation was performed by the packaging supplier früh verpackungstechnik. Please refer to the attachment nc-017497_03.11.2025_report for investigation results. Given the very low number of non-conforming products in relation to the total volume of packaged units, a systematic root cause can be ruled out. Since the production took place three years ago, it is reasonable to assume that this is an isolated case, as similar defects would likely have been identified earlier. To determine the cause of this defect, several hypotheses related to the production and packaging process were developed. The following hypotheses were considered: hypothesis 1: the opening in the blister was created during the thermoforming process. Hypothesis 2: the blister was damaged by an external force (e.g., impact, cutting edge), resulting in an opening or material break-out. Hypothesis 3: the screw pierced the blister at low temperatures, possibly due to an impact or strong shaking. Various tests were conducted for each hypothesis. All tests were negative; the defect could not be reproduced. The investigation confirmed that this case involves a fracture surface on the blister, not a thinning of the blister material. In addition, the documentation for cp production order (B)(4) and blister production order (B)(4) was reviewed, and no irregularities were found. It cannot be confirmed that the defect was caused by früh verpackungstechnik. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pelviccortscr ã¸3.5 self-tap l80 hh2.75 s would have contributed to the complained device issue. Based on the investigation findings, potential cause can not be established. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:204.680s, lot:105l556, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 10 nov 2022, expiration date: 01 nov 2032. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the distribution center confirmed that there was a foreign object inside the sterilization pack.